Event description:
A customer contacted beckman coulter and reported that erroneously low result for total bilirubin (tbil) was generated by the lx20 for two patients. The samples were repeated on the same analyzer. The repeated results were higher and amended reports were issued. The results were reported out of laboratory. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
Prior to this event, all cartridge chemistries (cc) were calibrated and qc results were within range. The field service engineer (fse) inspected the instrument and found gel in the sample probe. The sample probe and wash collar were replaced. No further calls have been reported for this issue. A clear root cause has not been identified for this event.